Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging blood reading as control. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 (04/4/2014)-device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on 3/26/2014 and 3/20/2014 respectively with the following findings: the alleged meter issue was not reproducible. The alleged complaint with the test strips was not confirmed, however a secondary issue unrelated to the complaint was found. While testing with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.